Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2023. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
A review of the device history record for strattice lot sp200485 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 21/aug/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a repair of recurrent ventral hernia surgery and was implanted with a strattice device lot #sp200485-027 and ref# (B)(4) on (B)(6) 2023. On (B)(6) 2023, patient underwent a repair of recurrent ventral hernia with mesh. On (B)(6) 2024, patient had an ultrasound guided aspiration of seroma. As per the ppf form, the patient claims: pain and suffering, physical injury, loss of enjoyment of life, and economic and non-economic losses as a result of strattice implant. Patient suffered from a seroma and dependent on others to help with daily tasks. Patient had lifting restrictions and has had to adjust physical activities with difficulty participating in family activities such as playing basketball and football due to the drainage from the seroma and pain from abdominal straining. Patient has difficulty standing and driving for long periods of time and exercising with stomach is scarred and disfigured. The form lists the condition that was treated: repair of recurrent ventral hernia with biologic mesh 15 cm (strattice implant) between (B)(6) 2023. Repair recurrent incarcerated ventral hernia 5 cm (bard implant), CT ¿ left lower abdominal ventral hernia with herniation of loop of bowel, mildly dilated & fluid-filled loop of small bowel in left mid abdomen, ill-defined fluid & stranding in anterior subcutaneous tissues in pelvis between (B)(6) 2023. CT of post operative seroma small periumbilical residual/recurrent ventral hernia on (B)(6) 2014. Evaluation for recurrent ventral hernia on (B)(6) 2024. Ultrasound guided aspiration of seroma on (B)(6) 2024. Hernia repair, recurrent hernia repair, seroma, follow-up care with hospital follow-ups, medication reconciliation post discharges, abdominal pain, hernia symptoms between 2003 - 2024. The ppf form also indicates that the patient was implanted with a non-abbvie device, ¿bard mesh plug perfix, lot #hudt2080,¿ on (B)(6) 2023. The form indicates that the device has not been removed/revised. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2023. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.